Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported the device was not in use on patient.

Manufacturer narrative:
(B)(4).